Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2015 and suture was used. During closure, the needle came off the suture strand. The surgeon removed the previously placed sutures to open the tissue to retrieve the needle. The surgeon reclosed and the procedure was completed. The patient was in stable condition directly following the procedure.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.